Event description:
Neurosurgeon reported to the allen bed vendor that he had 4 cases with complications of brachial plexus injuries post operative. This patient had unequal grips and difficulty moving post op following the use of the allen spinal system bed after a posterior lumbar intravertbral decompression. Case was 5-7 hour duration.